Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced loss of consciousness as a result of heat, exercise and an infection in his foot and bones. Please note, diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he lost consciousness on (B)(6) 2015. Patient reported that he was wearing his dexcom equipment at the time of the event. Patient stated that he was at home when he passed out and fell as a result of heat, exercise and an infection in his foot and bones. Patient further reported that the event was not glucose related and that his continuous glucose monitor (cgm) was working properly at the time of the event. Patient reported that it was a hot day and had returned home after walking 6 blocks. Patient's sister was present at the time of the event and called 911. It was further reported that the patient was hospitalized and underwent foot surgery. Patient was released from the hospital 3 days later. At the time of contact, the patient reported to be doing fine. No further event or patient information is available.